Event description:
It was reported that the patient developed bacteremia. The implantable cardioverter defibrillator (ICD) and leads were explanted and a temporary pacing lead was implanted. The system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, (B)(6) 2011; 694765 lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.